Event description:
Per the audiologist, although the patient's performance is good, several electrodes in the array are short-circuited or have low impedance values. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the patient's sound processor program. The patient continued to perform well with the device. The results of a repeat integrity test done on five months later, were similar to the previous test results. Two additional electrodes had anomalous responses and were deactivated in the patient's sound processor program. On approx two and a half months later, the audiologist reported that the patient would have the device explanted, and a new device reimplanted due to decreased auditory performance. No information on a surgery date has been provided.

Manufacturer narrative:
This type of event is addressed in the device labeling.